Event description:
The customer obtained erroneously elevated vitamin b12 result for one patient sample involving a unicel dxi 800 access immunoassay system. The customer stated that initial vitamin b12 result of 897 pg/ml and a rerun result of 700 pg/ml were obtained. There was no injury or change to patient treatment in connection with this event. The customer indicated that they had also obtained erroneously elevated vitamin b12 quality control (qc) results over several days at the end of (B)(6) 2012. Review of the qc data provided by the customer indicated that the customer had obtained elevated qc results at the beginning and end of reagent packs. The customer loaded new b12 reagent packs to resolve the issue with elevated qc results. Beckman coulter field service engineer (fse) assessed the instrument but did not observe any issues. Cause of the event is unknown and insufficient evidence was supplied to determine the cause of the event. Access vitamin b12 reagent lot number 218222 (part number (B)(4)) and access vitamin b12 calibrators lot number 123317 (part number (B)(4)) were used in conjunction with the instrument.